Event description:
Caller reported that while during routine replacement, the cuff of the replacement tube burst. The caller could not confirm if the item failed during the pretest of during the intubation process. No add'l info was available.

Manufacturer narrative:
(B)(4). Conclusion not yet available, the sample is currently in transit to the manufacturing site for analysis.